Event description:
Caller reported a malfunction on the pump with a specific malfunction code and fault ID displayed. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming the customer's warranty status and advising them on required actions, including returning the problematic pump and programming settings into the replacement. Caller acknowledged the receipt of information and guidance provided by technical support. Customer reverted to an alternative method of insulin therapy.